Event description:
It was reported that during central processing, the maryland bipolar forcep instrument¿s black rubber piece near distal tip looks like it was peeling off. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: or staff are trained to inspect prior to use, defect was identified in css reprocessing. Defect identified during reprocessing, no reports from surgical team regarding this instrument at time of use. Identified in css reprocessing. The instrument was used for most of the 3hr 16min prostatectomy on (B)(6) 2024, no notes or reports from surgical team indicate issues with instrumentation. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. No collisions reported. No fragments reported. Instrument was not identified as broken by the surgical team. Standard practice is to straighten wrist of instrument, the surgeon associated with the last case this was used for is a very experienced surgeon with a history of consistent best-practice application with robotic instruments. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not reported, and the customer test each cannula with a gage pin immediately prior to use. The surgical staff did not notice any other damage to the instrument after the event occurred. No fragments were reported. No x-rays taken due to no belief a fragment was retained during intraoperative phase of care. The procedure was completed robotically with no deviation from standard of care. No patient injury or harm. No post-surgical complications related to rsi. No media available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have conductor wire insulation damage at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint regarding black rubber tip peeling off was confirmed by failure analysis.